Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." Device remains implanted.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), d9, h3, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, crease sharp broken on posterior side assessed, as fold flaw opening. And also observed, opening striated on anterior side assessed, as surgical damage. And missing piece of shell assessed, as inconclusive. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device. Stress marks observed.

Event description:
Healthcare professional reported, right side "rupture". Device has been explanted and replaced.